Event description:
New information received notes that the lead was capped and replaced on 17 mar 2023. The patient condition was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular lead exhibited high defibrillation impedance. A lead fracture was suspected. No intervention was performed. There were no patient consequences.